Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure, an externalization was noted on the distal portion of the right ventricular lead. The leads electrical parameters were stable and in range. The physician left the lead implanted and will continue to monitor the patient by follow-up. The patient was in stable condition.